Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 15 in the mouth, the implant had poor primary stability and did not integrate in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 15 in the mouth, the implant had poor primary stability and did not integrate in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).